Manufacturer narrative:
The serial number was unknown. Therefore, the date of manufacture was unknown. Initial reporter: reporters phone number: (B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the compact speed reducer device did not function. According to the report, the device was dropped after the reprocessing step. There was no patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.